Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump had minor scratches on the display window, a cracked belt clip slot at the battery tube threads area and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump experienced a motor error alarm while she was changing her infusion set. The insulin pump was skipping and the customer was unable to fill the cannula. Standard motor error alarm troubleshooting was performed. The insulin pump was not exposed to a strong magnetic field. The rewind sequence was completed. The customer's blood glucose levels at the time of the report are unknown. She was advised to revert to a back-up plan. The product has been returned. Nothing further was reported.